Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the broken scalpel was not returned for investigation. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. Based on the quality standards excluded a material or manufacturer caused error. The breakage occurred due to a mechanical overload situation. A CAPA is not necessary. Device not returned.

Event description:
(B)(6). Breakage of half the blade during the incision of about 1cm in a knee in arthroscopy. It remains inside the tissues for which it has had to expand the incision and recover the piece to remove it. All med watch submissions reated to this report are: 9610612-2018-00104, 9610612-2018-00105.